Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella cp sn (B)(6) returned for evaluation. Data was not returned. Visual inspection found a kink on cannula about 15 mm from outflow cage & cannula bonding site. No other issues were found on the rest of the pump. Low or blocked pump flow: the cause of low or blocked pump flow was most likely kinked cannula as per clinical information and observed on the returned product. Product damage (cannula kink): the cause of the product damage (cannula kink) cannot be determined as insufficient clinical details were provided. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was implanted, and low flows were noted. After troubleshooting, it was found that the cannula was kinked in aorta. Un able to un-kink the cannula the impella cp was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.